Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "ruptured implant." Record is for unknown side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h11. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as fold flaw opening. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, creases, wear abrasion and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported unknown side "rupture." Healthcare professional later reported capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: a5, a6, b5, b6, d4, h6.

Event description:
Healthcare professional reported unknown side "rupture." Healthcare professional later reported capsular contracture baker grade IV. Device has been explanted and replaced.

Event description:
Healthcare professional reported, "ruptured implant". Record is for right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a3a, a3b, a4, b3, b5, b6, d6a, d6b, h6.

Manufacturer narrative:
Clarification to d6a implant date: healthcare professional provided partial implant date of "25 years ago", but the device was manufactured on 24/nov/2012. Cannot confidently determine whether partially matching information within internal database is for the same patient, so serial number and implant date fields will remain as no information. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases, wear abrasion and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.